Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ syringe did not have the threads to connect with the needle. This was discovered before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the syringe did not have threads to be able to connect the needle. Description of issue: customer reports that she had a syringe that did not have the ridges needed to screw in the needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts to send 1 2pk cartridges to replace the syringe and needle. Note: product category = needle/syringe issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe did not have the threads to connect with the needle. This was discovered before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the syringe did not have threads to be able to connect the needle. Description of issue: customer reports that she had a syringe that did not have the ridges needed to screw in the needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts to send 1 2pk cartridges to replace the syringe and needle. Note: product category = needle/syringe issue.